Event description:
It was reported that there was a change in therapy effect. The patient was not getting any relief. It was unknown when this first started. It was noted that the pump was not working. On the day of report, both the pump and catheter were explanted. The catheter was coiled and the pump was still full of medication. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing chronic pain. The issue was a catheter dislodgement/migra tion. It was noted that the entire catheter was dislodged. It was unknown if there were any catheter segments not in use that were left in the patient. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).